Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil, lead tip and fixation helix were found covered in fibrotic growth. Calcifications are known to cause increased impedances and is thus assumed to be the root cause of the reported clinical observation. Furthermore, the fixation helix was found bent and the rv shock coil deformed. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to increased impedance. Should additional information be received, this file will be updated.